Event description:
The customer reported an occlusion alarm which resulted in a blood glucose (bg) level of 15.6 mmol/l. Customer changed supplies and resumed insulin therapy. A correction bolus was performed via the pump to successfully resolve bg.